Event description:
A distributor in (B)(4), returned an hc604 CPAP humidifier to our regional office in (B)(4), stating that the "power supply blew the mains inlet". There was no pt injury.

Manufacturer narrative:
(B)(4). The returned device was visually inspected externally and internally for heat damage. The power cord was not returned, and a subsequent request for its return yielded no result. The unit was powered up using new power cord. Results: smoke stains were present on the external casing around the power cord inlet. The unit started and worked normally with the new power cord. Conclusion: although the power cord was not returned we have concluded, based on our experience with this type of incident, that prolonged bending stressed the wire strands at the crimped joint inside the plug, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. The MFR of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. The hc604 is designed to the electrical safety standard, as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to an/nzs 3200.1. Our equivalent product in the u.s. Is designed to the standard, ul60601-1, for both hc604 and power cord. This is a reusable device (B)(6) 2009, (B)(4).